Event description:
The second of two reports involving a triad skull clamp from the same facility. Cross reference MFR report # 3004608878-2010-00026. A loaner triad skull clamp was involved in a slippage involving a pt during a procedure. Details of this incident were not provided. Add'l clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.